Event description:
It was reported that the patient presented in clinic for follow up. The right atrial lead exhibited noise resulting in multiple inappropriate auto mode switch episodes. The noise was reproducible with isometric testing. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported stated that on (B)(6) 2016 the lead was capped and replaced. No additional information was reported.